Event description:
The manufacturer received information alleging a representative had recognized something unusual with the inspiratory positive airway pressure (ipap) on a trilogy evo device. The representative was informed by the patient's husband that the patient experienced a difficulty breathing after being attached in tidal positive pressure ventilation (tppv) for a trilogy evo device prior to going to bed. The patient's husband stated this had occurred for a total of three days and they had detached the device from the patient. The patient eventually was transported by ambulance to the hospital. At this time, it cannot be determined whether the symptom and the emergency transport were the caused by the device. The device would be replaced with another device. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer previously reported information alleging a representative had recognized something unusual with the inspiratory positive airway pressure (ipap) on a trilogy evo device. The representative was informed by the patient's husband that the patient experienced a difficulty breathing after being attached in tidal positive pressure ventilation (tppv) for a trilogy evo device prior to going to bed. The patient's husband stated this had occurred for a total of three days and they had detached the device from the patient. The patient eventually was transported by ambulance to the hospital. At this time, it cannot be determined whether the symptom and the emergency transport were the caused by the device. The device would be replaced with another device. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed during an operational check of the device. During the evaluation it was noted that various verifications and tests were performed, and no abnormality was observed and therefore, it has been determined that there is no constant failure in the device. According to the service technician, the reported issue may have occurred due to the characteristics of s/t avaps mode, which requires a certain amount of time to achieve the target tidal volume. On the other hand, as the possibility of a temporary failure cannot be ruled out, the system pca and flow sensor were replaced as preventive actions. The software version was upgraded to 1.06.15.00 from 1.06.10.00. Per the philips clinical expert based on information available at this time, the device did not cause or contribute to a serious injury or death. The reported failure of the spo2 level dropping is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.